Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the complainant tested the device using water, and the water would not flow into the bag.

Manufacturer narrative:
The reported issue (it was reported that the complainant tested the bag using water, and the water would not flow into the bag) was unconfirmed, the problem could not be reproduced in the received samples. Visual inspection noted no obvious defects. During the functional evaluation, the 2 samples were filled with water at full capacity and the water entered correctly into the bags without any issues. Afterwards, the water was drained out of the bags and it flowed correctly. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿directions for use: separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard extension tubing (catalog no. 150615 or 4a4194). To empty dispoz-a-bag, push green lever on flip-flo valve out and down. Important: be sure to reclose flip-flo valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." (B)(4).

Event description:
It was reported that the complainant tested the device using water, and the water would not flow into the bag.